Event description:
It was reported that a device was contaminated. The box for the synergy balloon dilatation catheter was marked "contaminated as given". No further info is available regarding this device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.